Event description:
Related manufacturer reference number:1627487-2020-32866. Additional information indicates exploratory surgery will be undertaken in the future due to an issue with either the lead or the extension.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient may undergo surgery to revise their left lead. It is unknown why the patient may undergo surgery.

Event description:
Additional information indicates the patient complained of pain at the extension site. It was confirmed there were no allegations against this product.

Manufacturer narrative:
Correction: this device is no longer reportable as no allegations were made against this device.